Manufacturer narrative:
The referenced device was returned to the service center for evaluation. The customer's reported issue was confirmed as there was no image; did not recognize 180 series type endoscopes was due to a faulty patient board set. Additionally, is was recommended the main switch and software be upgraded to the latest versions. The device was repaired to specifications and returned to the customer. A review of the repair history indicates the device has no previous repair records. The device was purchased in november 2013. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus service representative was informed by the biomedical technician at the user facility that the evis exera iii video system center reportedly "will not recognize 180 scopes" during preparation for use. No patient or other was harmed or involvement reported. The equipment will be returned for service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed the device would not recognize the other scopes due to a faulty patient board set. There has since been a design change to prevent reoccurrence. Olympus will continue to monitor field performance for this device.